Manufacturer narrative:
Product event summary: analysis partially confirmed the reason for return of broken/split sockets on both the atrial and ventricular sides, making it impossible to securely connect the adaptor cables. It was noted that while the connectors were damaged the locking mechanisms were secure and that locking in both cables was possible. It was additionally noted that the output was checked and there were no observations. The connectors were replaced and the device then passed all tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic sockets for the external pulse generator's atrial and ventricular connectors were split and broken, making the secure connection of the adaptor cable impossible. The generator was returned for service. No patient complications have been reported as a result of this event.